Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that an impella 5.5 was being prepped and a purge pressure low alarm appeared. Leaking was observed inside the purge cover from the luer lock connecting the purge reservoir and the purge filter. A new pump was primed and used successfully. No patient harm was reported.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Priming of the pump, purge pressure (pp) low alarm occurred. Purge leak noted inside purge cover. Data logs were not recovered. The pump was returned and inspected. Priming the pump was able to recreate the purge leak at the filter vent holes on the sidearm filter where purge fluid was able to leak out of both holes. The cause of the purge leak was sidearm filter damage where purge fluid leaked out for the filter vent holes.